Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction with a mentor cpx 2 breast tissue expander 800cc and experienced deflation on the right tissue expander after implantation. The deflation was noticed in 2015. The healthcare professional examined the patient on (B)(6) 2018. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/30/2018, it was reported that this event took place: on (B)(6) 2018 the device was replaced with another tissue expander of unknown type. Manufacturer¿s reference number: (B)(4).